Event description:
This case was reported by a consumer and described the occurrence of peripheral neuropathy in a (B)(6) female pt who used super poligrip original denture adhesive cream over a period of 22 years as a denture adhesive. A physician or other health care professional has not verified this report. The pt's past medical history included removal of gallbladder. The pt denied taking any concurrent medications at the time of the events. Approximately 22 years prior to reporting, the pt began using super poligrip, stating she usually used the original, but occasionally used other unspecified super poligrip creams. The pt would use one tube per week and would use the product 4 times daily on her bottom denture (device misuse). Approximately one year prior to reporting, the pt was diagnosed with thyroid problems, which she felt could be associated with super poligrip use. In (B)(6) 2008, the pt experienced numbness in her feet and up toward her knees, and she was told she had possible peripheral neuropathy. An unspecified blood test was done at that time (results not reported.). An unk time later, the pt fell off her stairs landing on her buttocks, and another physician gave her unspecified muscle relaxants. This physician told the pt that the numbness was from the fall, not realizing that the numbness was present prior to the fall. The pt did not indicate whether or not she felt the fall was associated with super poligrip use. In (B)(6) 2008, the pt had difficulty walking, weakness, numb feet, and difficulty breathing. She was hospitalized with a heart rate of 180 and stated "they tried to stop and restart" her heart. She required ten pints of blood for anemia and after one night was transferred to another hospital. There, she had unspecified tests and a lung biopsy (results not reported), and after four days she was discharged home. The pt was scheduled for a bone marrow biopsy one week after hospital discharge, but this did not happen because her insurance would not pay for it. After four days, the pt was again hospitalized for an unk period with congestive heart failure, severe anemia, and peripheral neuropathy. She saw two neurologists, two neurosurgeons, had an MRI, was checked for multiple sclerosis (results not reported), and saw a blood specialist. She was tested for arsenic and lead, neither of which was found, and she stated that she was never tested for zinc or copper. The pt also reported that she could barely walk and had pain on an unk date. At unk times during the events the pt was treated with gabapentin (neurontin), percocet, metoprolol, vitamin d, ascorbic acid (vitamin c), vitamin b, furosemide, potassium, thyroxine sodium (levothyroxine) and aspirin. Use of super poligrip was discontinued in approximately (B)(6) 2010. At the time of reporting, the pt's legs were still numb, tingling, and had a burning sensation. She reported "everything else is ok."

Manufacturer narrative:
Super poligrip original is manufactured in (B)(4), and the product was not available. (B)(4).